Manufacturer narrative:
(B)(4). No unexpected insulin flow blocked alarms or no delivery/occlusion alarms noted during testing. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Pump error (variable 3) alarmed during selftest due to broken trace at u1 pin 6 (sda) on keypad assembly. Unable to verify audio/absence of alarm due to pump error alarm. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had an insulin flow block alert. Troubleshooting was done for insulin flow block alert. Customer was assisted with performing a 5 unit fill cannula and insulin exited. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.